Event description:
It was reported that "during tlh balloon deflated in pt causing instrument shaft to pull apart from forward cup." No pt injury.

Manufacturer narrative:
The actual device was discarded at the hospital. Without the device, we are unable to investigate the reported complaint. We are considering this complaint closed.